Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al2286 number, and no non-conformances were identified. Attempts are being made to obtain the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It is stated "another 3 units were opened where the same problem occurred." - can you confirm if the alleged issue of suture breakage event occurred / noticed before use on patient (in package? Or while handling device?) Or during use on patient while suturing ? Note: events reported via 2210968-2019-81354, 2210968-2019-81355, 2210968-2019-81357.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. After complete suturing of the aorta, when giving the nodes of fixation with the suture, the suture broke down. The procedure was completed with a suture from a different lot. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Additional information: concomitant medical products additional device evaluated by MFR: it was reported performance breakage suture. An opened box with nineteen unopened samples was returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: it says "three more units were opened, and the same problem occurred". - can you confirm whether the alleged issue of suture rupture has occurred / noted prior to use on the patient. No. - in the package? No. - or while handling the device? No. - or during patient use during suturing? Yes. The damaged threads were discarded during use, during the procedure. After opening 03 units, during the procedure the thread broke, so the lot was changed, and the same type of thread opened with a different lot number, and there were no further problems of thread rupture. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-81354, 2210968-2019-81355, 2210968-2019-81357. Analysis results have been included in follow-up reports for each.